Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the last year or so, their controller hadn't been working quite right, and said someone told them they could call to have the device replaced. Patient explained, they couldn't charge their ins, or it took forever (hours) to charge, and sometimes the controller would just turn off. Agent reviewed troubleshooting would need to be done, and serial/model numbers would need to be gathered in order to process a replacement. Additional information was received, it was reported patient stated they had lost their controller a while back and hadn't been using their equipment/therapy for a long time. Patient stated they had issues with the battery holding a charge and stuff; therapy would get adjusted for them, but then a month later would shift from helping their back to just stimulating their legs again. Patient stated they had met with their hcp who did x-rays and it appeared that their leads hadn't migrated or changed, so they were unsure why therapy wasn't consistent. Patient needed to get an MRI, but without the controller they were told that couldn't happen. Agent reviewed information about eligibility form the hcp could fill out for the MRI.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.